Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both seals were intact. The investigation found the device in excellent condition. The pump event history showed a base hardware failure and battery communication timeout errors in the error history log (ehl). The evaluation was performed, and the reported issues was duplicated, during power up process. The interconnect board does not operate as intended. The root cause of the reported issue was unable to be determined, the interconnect was carefully inspected and no physical or any other damaged was found. The technician replaced the interconnect board. Performed power up process and all functional test which passed.

Event description:
It was reported that a base hardware and battery depleted alarms-not battery errors was observed. No patient injury was reported.